Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive on (B)(6) 2025 for 10 colony forming units (cfus) of enterococcus. The device was retested on (B)(6) 2025, and it tested positive for 10 cfus of coagulase negative staphylococci. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: b6; d8; g3; h2; h6 and h11. Corrected fields: e1. The device was not returned to olympus for inspection, and the reported failure was not confirmed. The device was culture tested positive by the customer. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2025. Sampling from: unknown. Cfu:<10 colony forming unit (cfu). Bacterial identification: enterococcus. Sampling date: (B)(6) 2025. Sampling from: unknown. Cfu:<10 cfu. Bacterial identification: enterococcus. Cfu: <10 cfu. Bacterial identification: coagulase negative staphylococci. Sampling date: (B)(6) 2025. Sampling from: unknown. Cfu: site has reported scope is now negative after 3 tests. Bacterial identification: n/a. Based on the results of the investigation, a root cause could not be determined, and the most probable cause was not established. The result of culture test was not available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.